Event description:
On (B)(6) 2012, the pt reported, the rubber on the up button of the infusion device is worn so badly that she has to press the button more than one to make a connection. She switched to another infusion device. No physiological effects were reported. The pt did not require treatment from a health care professional or second party to address the issue. The infusion device was requested to be returned for eval.